Event description:
Customer had been changing out the infusion set for 3 days in an attempt to control elevated blood glucoses. During troubleshooting nothing exited with syringe in place. After removal of syringe it was noted that the driver block was able to move with the arms engaged.